Event description:
It was reported that the reservoir was leaking. It was stated that the customer noticed insulin leakage and the air bubbles inside the reservoir. It was also reported that the customer had high blood glucose and ketones.

Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.